Event description:
My mom had hernia surgery (B) (6) 2007 passed away (B) (6) 2008. I am an rn. I am very aware of what happened. Three months following this surgery symptoms mom developed, nausea, weakness, elevated wbc and was treated at home. She was then hospitalized severe weakness, elevated wbc in (B) (6) 2008 and never came home. My mom, while hospitalized for 9 months developed severe rectal bleed, fistules, had frequent colectomy's ended up with ileostomy elevated wbc up 49,000. Even her surgeon removed the infected hernia mesh. She suffered horribly in pain. The infection attacked her liver and died of sepsis which is documented on her death certificate. I am aware of the recall on bard hernia mesh. I have researched this and found other people on the internet with the same lot number of my moms. I am 100% this killed our mom, but because of her age and no recall of the product I have no case. If I can help someone from this I have done something. I still have the fight in me to prove this if you can help. My mom was a wonderful mom and grandmother. Her memory will last forever. I retrieved these specific numbers myself at the hospital. This is the lot number used. Bard composix e/x mesh ellipse supra public "6x8" ref no. 0123680, lot no. 43jqd311, bard mesh perfix plug mid abd. Size large ref 0112970, lot 43kqd161, seprafilm x2 abd (B) (4), lot 07np011, sterility no. 2010-01. Dates of use: (B) (6) 2007 - (B) (6) 2008. Diagnosis or reason for use: hernia repair.